Event description:
Serious injury involving one person. Pt's parent reported via internet that pt was diagnosed with a corneal ulcer on right eye in 11/1999. Pt came home from school with discomfort and a red eye. Pt went to the emergency room the next day where pt was sent to an ophthalmologist for treatment. Treatment is unknown. Visual acuity after the symptoms was uncorrected 20/400; 20/100 pinhole. The pt has now returned to wearing lenses on a one month basis rather than two month as originally prescribed.